Event description:
An optometrist reported a patient with dry eyes three weeks follow photo refractive keratectomy (prk) surgery in both eyes. The left eye also had irregular epithelium healing centrally. The patient reported her eyelids stuck together during the night. She also reported blurry vision and irritation with the left eye worse than the right. The patient's topical steroid dosage was increased for the left eye. In a follow up with the optometrist, he indicated the event had resolved in both eyes. The patient is using artificial tears only. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).